Event description:
The customer reported that the system did not boot up. The pc guard failed on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pc guard part. The system operates as intended.